Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after breakfast and lunch the patient¿s glucose continued to rise despite announced meals, with pump-reported glucose reaching 363 mg/dl; an insulin occlusion alert was identified, and glucose levels began trending down after a contact detach infusion set and supplies were changed with troubleshooting and education completed. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included review of device-reported alerts, guided supply change, and follow-up confirming glucose was trending down. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved only after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.